Manufacturer narrative:
No evidence of a device malfunction. The reported blood loss is attributed to an access flow issue and the patient not completing rinseback in a timely manner. Review of the log files confirmed that the cause of the alarm is most likely due to inadequate blood flow. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training regarding checking the patient lines and needles throughout the treatment. Nxstage medical will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial pressure alarm occurred at the beginning of a routine hemodialysis treatment. Rinseback of the patient's blood was not completed due to clotting, resulting in an estimated blood loss of 160cc. No medical intervention was required.